Manufacturer narrative:
Unit was received for eval. Refer to eval number (B)(4) - received with no needle cap. Observed saline deposits on tubing/case body interface. Primed and functioned normally when installed on the test unit (test002). Could not duplicate malfunction, however, observed a few drops of fluid leaking from tubing/case body interface. The DHR for micro lot 13413-01 was reviewed and showed that the units met mfg specifications when released and there were no issues related to the complaint. (B)(4).

Event description:
Priming issue.